Event description:
Surgeon reported cases of toxic dlk (diffuse lamellar keratitis) with the use of plastic cone. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).